Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had all of its sensing vectors fail during its changeout. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Ts noted the patient had a low amplitude for their rhythm. At a later date, a shock was delivered as inappropriate therapy due to oversensing in the alternate vector programming. Ts discussed programming options based on the patients rhythm and intermittent oversensing of noisy signals was noted. Ts discussed therapy delivery for the current device programming taking into account the patients rhythm and how it is within acceptable limits. This device remains in service. No additional adverse patient effects were reported.